Event description:
The customer reported that the ap to lateral brake was broken. No pt injury was reported.

Manufacturer narrative:
The ge svc rep found screws sheared off in the brake cam shaft. The rep replaced the screws. Brake now functions as intended.